Manufacturer narrative:
(B)(4) 2015 should additional information become available, a supplemental record will be filed.

Event description:
The provider states the unit will not alarm and the on/off switch needs replaced.